Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Will not be returned to manufacturer.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 565 mg/dl, 380 mg/dl, 399 mg/dl, and 110 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device however product will not be returned.